Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ping meter was prompting an error 7 message. Per the onetouch ping user guide the error 7 message prompts when the patient needs to contact customer service. The complaint was based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began around noon on (B)(6) 2012. The reporter mentioned that the patient manages his diabetes with insulin pump therapy and denied that the patient made any changes to his normal diabetes management as a result of the alleged issue. The reporter claimed that an hour after the alleged issue began the patient developed symptoms of "blurry vision and grouchy" and was immediately treated with "half coverage" of novolog insulin (the patient could not recall the exact amount of units). The reporter also mentioned that on (B)(6) 2012, a little after 1pm, the patient used his backup meter (onetouch ultrasmart) and obtained a blood glucose result between "200-250mg/dl". During troubleshooting the cca documented that this was the first time the patient was using the subject meter. The issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury due and required intervention as a result of the alleged issue starting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a low/dead battery. After pa replaced the battery, meter was found to work properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.